Manufacturer narrative:
The customer¿s data management system showed the expiration date as 15-jun-2023. The customer has updated the expiration date within their data management system to the correct expiration date of 31-dec-2022. The test strips were requested for investigation. The investigation tested 21 retention strip vials with lot 480164. Of the 21 strip vials, 6 retention code keys were found to have the incorrect expiration date of 28-feb-2023 when loaded into the meter. The expiration date on the strip box and the strip vial match the correct expiration date of 31-dec-2022. Qc was run on the 6 affected strip vials. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Vial 1 results: level 1: 46 mg/dl, level 2: 295 mg/dl. Vial 2 results: level 1: 43 mg/dl, level 2: 294 mg/dl. Vial 3 results: level 1: 43 mg/dl, level 2: 292 mg/dl. Vial 4 results: level 1: 43 mg/dl, level 2: 294 mg/dl. Vial 5 results: level 1: 42 mg/dl, level 2: 296 mg/dl. Vial 6 results: level 1: 42 mg/dl, level 2: 297 mg/dl. All returned results are within the acceptable range. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter complained of an issue with the expiration date for accu-chek inform ii test strips. The customer was running qc to validate strip lot 480164 and noticed the issue. No patients were tested with these test strips prior to the customer identifying the issue. The reporter stated the expiration date from the code key does not correspond with the expiration date on the strip vial. The test strip vial packaging documents the expiration date as 31-dec-2022. When the code key is inserted into the accu-chek inform ii meter, the expiration date was provided as 28-feb-2023.

Manufacturer narrative:
The investigation determined that the correct expiration for lot number 480164 is (B)(6) 2022. The issue occurred during the quality check where the code key programming file expiration date is verified. The code key expiration date is still within the allowed shelf life of the product, and product performance and safety will not be affected. It has been verified that this lot is the only one impacted. This lot was distributed in austria only. A notification was sent to the impacted customers in austria. The united states is not impacted.